Event description:
Additional information was received from the patient. Caller called back for instruction on turning the therapy off for a treatment on their knee tomorrow, soft wave tissue regeneration using acoustic waves to stimulate tissues to help with scar tissue. The caller reports that they already told the hcp that they have this medical device implanted and the hcp advised them to turn the stimulation off for the treatment. Reviewed considerations on if the treatment was introducing any current. The caller also inquired about airport security, hot tubs, electric blankets, and device function. Reviewed. Caller repeated information about leg twitching and toes as previously documented and that they changed the setting to resolve it. Additional information was received on 2023-oct-18, patient called back about surgery compatibility, as mentioned in the follow up note below, asking if leaving the ins on would have caused any damage to their ins. Patient said they forgot to turn their ins off for the surgery. Reviewed information and patient confirmed they were not experiencing a return in symptoms or alleging anything was wrong with the device. Patient said they could feel stimulation and confirmed it was comfortable. Patient stated that they know what it feels like when stim is uncomfortable (referencing this case), and the current stim was not uncomfortable at all.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. The reason for call was pt reported they went to their hcp on friday and they changed pt's program from program 1 to program 2 and pt reported since then the vibration feeling is "really hard now" and kind of goes down their leg. Pt also stated if they are sitting with their feet up in a chair it goes down their leg and makes their two toes get pulled down almost like a charlie horse. Pt stated if they put shoes on that has helped as it prevents their toes from going down. Pt stated the feeling they have now almost feels like a nervous twitch and it is really pretty strong. Pt also reported when they bend over to pick something up off the floor they can feel the vibration really hard again so it feels like something is not right. Pt stated they decreased stimulation but that really did not help. Reviewed stimulation overview and options to continue decreasing stimulation or change programs with healthcare providers guidance. Pt stated their healthcare provider has given pt the ok to make therapy adjustments/change programs on their own. Reviewed therapy/stimulation overview and walked pt through how to change programs on the call. Pt successfully changed to program 3 and if pt increased stimulation too high pt reported feeling stimulation down their leg and into their foot again. Pt decreased stimulation slightly then confirmed no longer feeling stim in foot (confirmed feeling stim in only one side of their bicycle seat area) and later stated feeling of stim went away. Pt wanted to leave stimulation at this setting and will monitor symptoms and will make therapy adjustments again as needed. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms. Additional information was received from the patient on 2023-aug-02. The patient called back and stated they had called previously and changed programs as previously noted, but in the "last hour or so" they are getting a "big poke" like a "shocking" where ins is. Patient also mentioned their toes are "kind of quivering" patient said this had happened previously as well. Patient said they tried decreasing stimulation already. Reviewed therapy adjustment options. Patient changed programs and adjusted stimulation. Patient said they were starting to feel the quivering down their leg and felt like it was on a nerve. Had patient try a different program. Patient was able to increase stimulation and said they could feel stimulation in bicycle seat area but also the back of their thigh had the "quivering". Patient said they wanted to keep stimulation settings and monitor how they felt. Directed to hcp if issue persists. Additional information was received from the patient on (B)(6)2023. They reported that the cause of the strong stim down the leg was due to them just needing to change the program. Program 1 was not working. Program 2 made their leg and toes tingle. Program 3 had sharp pokes in back. Program 4 nothing. The issue has been resolved since program 5 works good. The cause of no longer feeling the stimulation was determined to be due to just needing to find the right program. They're not sure it's where it needs to be. It is much better but they still have leaks. They're still unsure if program 5 is working. They still wear a pad for leaks.